Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set came apart while testing the tubing. The following information was provided by the initial reporter: "the product came apart as the nurse tested the tubing."

Event description:
Material # 11448964, batch # 22029080. It was reported by the customer that the product came apart as the nurse tested the tubing. Verbatim: isd-sec set no ports w/hanger dehp free-11448964. The product came apart as the nurse tested the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-nov-2022. H6: investigation summary: a sample was received and tested by our quality team. The separation was immediately noticed and the complaint was verified. The sample was then analyzed under microscope to determine the root cause of this failure- lack of solvent applied to the tubing to drip chamber junction during assembly. A device history record review for model 11448964 lot number 22029080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.